Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 600mg/dl, with extreme drowsiness, blurred vision, polydipsia, polyuria, chest pain, confusion, and large ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient resumed pump use after replacement, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2018 with the following findings: review of the pump¿s basal history for the date (B)(6) 2018 appears to be inaccurate due to a ¿replace cartridge¿ alarm recorded on that date at 18:44. Insulin delivery did not resume until 20:47 that same day. On investigation, the pump powered on and was exercised for 24 hours. After the exercise the pump delivery totals correctly reflected the programmed rate; the pump passed accuracy testing. There were no errors, warnings or alarms during the investigation and no interruption in power. Investigation did not duplicate the alleged basal history recording defect.